Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed helix deformed and also noted tissue entwined in the helix which resulted to unsuccessful helix mechanism test. Hence, confirming the reported clinical observation of helix difficulty. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Revision to fields e1 initial reporter title and e1 initial reporter email. This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to placement difficulty. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to left bundle branch (lbb) placement difficulty. There were no adverse patient effects.

Manufacturer narrative:
Revision to fields e1 initial reporter title and e1 initial reporter email. This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to placement difficulty. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to left bundle branch (lbb) placement difficulty. There were no adverse patient effects.